Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for non-malignant pain and cervical radiculopathy. It was reported that there was poor telemetry or no telemetry with recharging. It was reported that the ins was not staying charged and when it does, it only charge up half way. The patient reported that when they are able to charge the ins, they have to continuously hit the start charge button because a reposition antenna screen is shown. It doesn¿t matter how the antenna is moved; the recharging difficulty persists. The patient reported that the ins was ¿poking out¿ like it normally does and noted that the ins location does not feel any different than when it was initially implanted. During the report, the patient stated that they saw the normal charging screen with zero coupling boxes for a moment after hitting the charge button but reported that the ins recharger beeped, and the screen went to the reposition antenna message. It was reported that the last successful charge was about two months ago. It was reported that the insr recharger antenna was damaged and a replacement antenna was requested. No patient complications have been reported because of this event.